Manufacturer narrative:
Corrected: lot #, date product rec'd by mfg. Examination of the returned product confirmed the reported event. The investigation concluded ductile dimples in the fractured surface indicated that the screwdriver was fractured due to overload. Fracture of the screwdriver due to overload indicated that a force was applied exceeding the ultimate strength of the material. No material defects were apparent. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Tip of the driver was broken during surgery. There is a possibility that the broken part still remains in the patients body. Please return the product back to (B)(4) after investigation since the customer needs it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.